Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
Patient underwent a left knee revision procedure approximately ten years post-implantation due to anterior subluxation and instability. The poly bearing was removed and replaced.